Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six events were reported for this quarter. Three devices were not available to stryker for evaluation. Three devices were received for evaluation. Three events were confirmed. Two events suggests that the burs broke as a result of overload conditions. One event suggests the bur broke as a result of overload conditions and a lack of irrigation. There were no remedial actions taken. This device is labelled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device broke during use. There was patient involvement. Three events occurred during a cranial procedure. Three events occurred during a surgical procedure. There was no patient impact.